Manufacturer narrative:
(B)(4): customer states when part was received leads were swapped v3 says v4, v4 says v3. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer states when part was received leads were swapped v3 says v4, v4 says v3. There was no reported pt involvement.